Event description:
Metal portion from femoral stem had broken off. This was found during revision surgery and found to be the cause for instability of the knee joint.

Manufacturer narrative:
A batch record review of product lot# 020ll was performed on the device and raw materials. Receiving inspection reports for raw materials and finished goods were found to be in order. No discrepancies in the MFR found in the device history record. Jjpi considers this file closed.